Manufacturer narrative:
H10: manufacturing review:the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one powerport MRI isp attached to a groshong catheter was returned for evaluation. Visual, microscopic visual and functional evaluations were performed. One medical image was provided for review. The image shows there is leakage of contrast from the right internal jugular catheter at its insertion into the right internal jugular vein and the right internal jugular central venous catheter is broken at the insertion into the jugular vein without displacement of the catheter. Based on the sample evaluation and image review, the investigation is confirmed for catheter fracture and leakage as leak was noted from the longitudinal split. A longitudinal split was noted starting approximately 8.1cm from the distal end of the cath-lock. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2018),g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately four years post port placement, the catheter allegedly had a subcutaneous leak that was identified under fluoroscopy. It was further reported that patient experienced pain. The current status patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for the evaluation; however, a photo has been provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2018).

Event description:
It was reported that approximately four years post port placement, the catheter allegedly had a subcutaneous leak that was identified under fluoroscopy. It was further reported that the patient experienced pain, requiring port removal. The patient status was unknown.